Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12456. It was reported that the patient experienced staphylococcus infection. As such, wound vac was placed. Surgical intervention was undertaken to wherein the scs system was explanted. Patient is reportedly under care of infection disease physician. The site of infection is unknown at this time.